Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding an apollo catheter that had difficulty with the detachment of the tip resulting in difficulty retrieving the catheter. That patient was undergoing a liquid embolization procedure to treat an arteriorvenous malformation (avm) via internal carotid artery (ica) access. Vessel tortuosity was moderate. It was reported that all devices were prepared and the catheter flushed per the instructions for use (IFU). The onyx injection was completed with reflux seen almost to the apollo catheter tip detachment zone. After completion on the onyx embolization, the surgeon attempted to detach the catheter tip to retrieve the catheter. However, the tip could not be detached. The surgeon attempted a couple of times but could not get the tip to detach and there was concern that damage could be done to the patient's vessel. The surgeon navigated the intermediate catheter up and then the apollo catheter tip was able to be detached finally and the catheter was retrieved. There was no harm or injury to the patient who was doing well following the procedure. It was noted there was no vasospasm. No additional medical or surgical intervention was required. Ancillary devices: neuron max sheath, chikai guidewire, onyx les